Event description:
During review of programming and diagnostic history, it was observed that the vns patient's device was programmed to settings indicative of an interrupted system diagnostic test. The source of the interrupted system diagnostic is unknown. No patient adverse events were reported. Attempts for additional relevant information have been unsuccessful to date.